Event description:
Consumer reported a needle break off to his pharmacy. Wanted the pharmacist to recommend a surgeon to remove it. Follow up to the customer revealed that he had seen a surgeon who was reluctant to remove it, wanted to wait to see if needle would pass or be able to remove with tweezers. Needed to make an incision for removal.